Event description:
It was reported that during the implant procedure, once the right ventricular (rv) lead was inserted into the introducer, it struggled to move. The lead did not flow smoothly and easily into the introducer. The physician noted that ¿the introducer feels tight¿ and that the lead was difficult to maneuver. It was noted that the lead didn't slide as it should and couldn't move back and forth easily either using soft or rigid stylets. The lead in the introducer struggled to move; it was difficult to maneuver it, pass the valve and then position it. Only by using more force after several attempts without changing the introducer was the physician able to implant the lead. The physician also noted that the introducer for the lead wasn't suitable because there wasn't enough room to maneuver it and the lead almost seemed to get stuck during movement. It also noted that it was difficult to pass and descend. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.